Event description:
It was reported that this pacemaker exhibited high out-of-range pace impedance measurements on the right ventricular (rv) lead, greater than 3000 ohms. Atrial intrinsic amplitude was noted to be out of range. Reprogramming was performed. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out-of-range pace impedance measurements on the right ventricular (rv) lead, greater than 3000 ohms. Atrial intrinsic amplitude was noted to be out of range. Reprogramming was performed. No adverse patient effects were reported. This device system remains in service. Additional information was received that oversensing of noise was observed on both the atrial and ventricular channel. No adverse patient effects were reported. This device system remains in service. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed.